Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2024-00095. A facility reported a patient experienced negative readings of a cerelink monitor (826820) and cerelink sensor (B)(6). The patient had a reading of 28mmhg, and phenobarbital was given at 0600. The icp dropped as expected but continued to -2 then slowly increased to the patient¿s expected icp at 2pm. The event occurred again in march 13. A medication was administered for high icp at 0700 and the patient experienced a drop progressively to negative -2. The medication could have caused this drop but because the icp usually in the range of (B)(4) , making it not confident in the negative values given. The cerelink monitor (826820) and cerelink sensor (B)(6) were used along with cable (7298286). There is no issue with the cable used. The cerelink sensor (B)(6) was implanted on (B)(6) 2024, and was explanted on (B)(6) 2024, as the sensor was no longer required for treatment the patient did not experienced any signs and symptoms due to negative readings, and no longer treatment was required. Additional information received: was the integra/codman icp monitor connected to a patient monitor: yes a, if yes, provide patient monitor make & model: philips was the patient lead always connected: yes description of the failure including: a . What was user doing (e.g., powering unit, zeroing sensor, setting alarm, downloading data) b. What was happening with patient (e.g., transport, MRI, CT): answer: no patient procedure/interventions at time of negative numbers. Icp dropped to 1 to -2 for at 0900 for 3-4 h prior to coming back to 10-12 where values were approximately prior this. Treatment for high icp (28) given at 0600.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink monitor (ID 826820) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.